Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was severely worn since the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). There was a possibility that reported error was a short circuit error and it occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a right colectomy. After about 10 minutes use, the ptfe pad was peeled from the jaw and unknown error occurred. The procedure was completed with another thunderbeat device. There was no patient harm reported.